Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted for around 2 hours. The transmitter was no longer giving the out of range signal at the time of contact with dexcom technical support.